Manufacturer narrative:
(B)(4). This event of peritonitis occured on an unknown date in (B)(6) 2012. A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. Initially, it was reported that the peritonitis was caused by a combination of touch contamination, exit site problems, and a decreased immune system. Further information received clarified that the patient had been on methotrexate and the patient's immune system was compromised. Additionally, it was reported that due to the patient's psoriasis condition and flaking skin, the patient has had a hard time keeping the exchange area clean and this contributed to the peritonitis. The patient was hospitalized for peritonitis and discharged two days later. Treatment was not reported. The patient was retrained in proper aseptic technique and has recovered from this peritonitis event.